Manufacturer narrative:
(B)(4). The device was received for evaluation. During visual inspection a white particle measuring approximately 1.06 mm in length was observed floating in the fluid within the reservoir. Fourier transform infrared spectroscopy revealed the particle to be acrylic material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in a large volume infusor. This was noted before patient use. The device was filled with vancomycin. There was no patient involvement. No additional information is available.